Event description:
Customer was in a public place. She began to act strange (goofy), per bystanders, and passed out. As a result, the bystanders called 911. After 911 was called, a blood test was performed. Per the customer, the reading was 88. Per the meter's memory, the reading was 99. Once the customer arrived, about 10 minutes or so later, their reading was 42. The customer was transported to the hospital and was there for about 4 hours. Customer stated another blood test was performed at the hospital and the results were between 180-200 but was not sure. Customer also didn't know what her reading was upon arrival at the hospital. Customer was not aware of any treatment given to help with her blood glucose level. Reference MFR report number: 3005862821-2013-00001.